Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aserf066 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the device was flushed and staff pulled back to check blood return, they pulled back air.